Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged having issues with sinus, kidneys and ent problems. There was no report of serious or permanent patient harm or injury. Philips is currently investigating this complaint. The device is currently at the third-party service center, but the evaluation has not yet begun. A follow up report will be submitted when the manufacturer has received the evaluation of the device.